Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states weld that holds the nut on the rear has come off. It is a welded part. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.